Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to call back for troubleshooting if the issue reoccurs.